Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized in (B)(6) 2012 due an incident of hypoglycemia. It was reported that the patient had experienced labile blood glucose for several days. On (B)(6) 2012, the patient was found unresponsive with a blood glucose of 1.1mmol/l. She was treated with glucose syrup and transported to the hospital where she was stabilized and released. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.